Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the following. One light guide bundles was damaged. The adhesive around the light guide lens had leakage. The objective lens was scratched, which caused shadowy image. The instrument channel port was worn. The remote switch 1 and switch 2 were scratched. The suction cylinder was worn. The insertion section was scratched slightly. The insertion tube was dirty. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and olympus (B)(4), there was the possibility that this phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual, so the reprocessing was insufficient. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the instrument channel of the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The subject device had been reprocessed with an olympus automated endoscope reprocessor, oer-aw, using peracetic acid. There was no report of infection associated with this report.